Event description:
On (B)(6) 2025 a corneal ulcer (long time nutrifill user) developed in right eye. This incident was preceded by another infection in the same eye in (B)(6) that resolved. Gatifloxacin was started on (B)(6), but by the time of follow up on (B)(6), the local ophthalmologist made a referral to (B)(6) due to the increasing severity of the ulcer. Cultures at (B)(6) never revealed the organism responsible. Vancomycin and tobramycin were prescribed. The infection was declared cleared on (B)(6). There is now scarring on the cornea. It is possible that one of the recalled batches of nutrifill was being used in the scleral lens, but there is no proof of this. The left eye also uses a scleral lens and was also using nutrifill at the same time, and the left eye did not develop an ulcer.